Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely decreased alinity I cea (carcinoembryonic antigen) result generated on the alinity I processing module for a 71-year-old female patient. The customer stated it ran the same sample tube 4 times across two analyzers. The following data was provided (customer¿s reference range: < 5 ng/ml): on (B)(6) 2026, sid (B)(6). Results on (B)(6): first run: < 0.5 ng/ml third run: 30.31 ng/ml. Results on (B)(6): second run: 29.29 ng/ml fourth run: 29.09 ng/ml no impact to patient management was reported.